Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for follow up in clinic. Upon interrogation, it was noted that right ventricular lead exhibited non-sustained right ventricular oversensing due to noise oversensed. Programming changes were performed. The patient was stable and would continue to be monitored.